Event description:
It was reported that an ECG was performed during hospitalization. Upon interrogation, good values were observed. Review of the session records showed low rv sensing values. A provocation test did not produce any anomalies. Suspected dislodgement, fluoroscopy to be performed. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.